Manufacturer narrative:
The logbook of the device was available for the analysis. In addition, we received information from the user that the rotary knob was not pressed to confirm the start of ventilation. The logbook entries show that a device self-test and a hose test were successfully performed on (B)(6) 2019 before the patient was connected. Ventilation was started at 9:41 pm. The analysis of the logbook did not indicate a malfunction of the device. The operating concept of the device requires that ventilation-relevant setting changes must always be confirmed by pressing the rotary knob. No similar incident, related to the same root cause, was reported within the last 3 years.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in our follow-up report.

Event description:
It was reported that a patient was transported from the operating room to the ICU and connected to monitoring and ventilation in the room. According to the user, the button "start ventilation" was pressed, but not confirmed, and the user then performed other activities. Only when the patient noticeably deteriorated over the monitoring, it was found that the ventilation was not started. The customer considers the case a user error. It was reported that the patient had to be reanimated and probably suffered brain damage, the extent of which is not yet certain.